Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a battery voltage of 2.59, placing it in the category of middle of life 2 (mol2), after being implanted 11.5 months. Premature battery depletion was in question. The device was explanted and successfully replaced.